Manufacturer narrative:
Device evaluation: the mobile view station (mvs) interface cable was returned to the manufacturer for evaluation. After testing, the reported issue could not be confirmed. The cable passed bench communication testing and gbit testing. The cable also passed continuity testing. The cable was installed in a test system and the system readied and functioned as expected. No fault was found with the cable.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to site to test the equipment. Representative replaced a umbilical cable to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect umbilical cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the mobile view station (mvs) of the imaging system displayed a "image exposure less than ideal" error message when trying to perform 2d image acquisition. Rebooting the system did not resolve the issue. A medtronic representative recommended site to reboot the system again. After rebooting, site stated that the message changed to a frame rate error. Medtronic representative asked site to disconnect umbilical cable and restart the viewing station and connect the cable again. Site mentioned that before the recommended troubleshooting could be done, the issue resolved itself and the site proceeded with procedure. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.